Event description:
During hip arthroscopy procedure, the nitinol guidewire broke and could not be removed from the condyle.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One device was received for evaluation but only the cannulated needle and stylet were returned. Without the return of the guide wire the failure mode cannot be confirmed. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).